Event description:
It was reported that pump experienced malfunction alarm with code 9, and there were no notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm occurred again.